Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, and the procedure had been completed when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that geometry movements were unavailable. During trouble shooting, the fse identified that the advanced motion controls (amc) drive was not functioning and the system could not be returned to service due to a hardware issue with the amc on the frontal stand. Review of the system log file shown an amc error. The part analysis confirmed the malfunction of the amc and identified electrical defect. Following the replacement of the amc drive, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.